Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the customer was unable to calibrate the co2 and would require a bench repair. There was no patient involvement, however the device was available for use at the time of the failed co2 calibration discovery during annual testing.